Manufacturer narrative:
(B)(4) - device 4 of 9. E1: patient country: italy.

Event description:
Unomedical reference number (B)(4). Event occurred in italy. It was reported that patient faced nine infusion sets fell off events during doing use on date (B)(6) 2024. The infusion set was in use for some hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.